Manufacturer narrative:
Internal file number : (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The nc trek device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, mildly tortuous and mildly calcified lesion in the left circumflex coronary artery. A 2.5x12mm nc trek balloon dilatation catheter was used without reported issue to performed pre-dilatation; however, a lesion rupture [perforation] was found after pre-dilatation was performed. A 2.8x19mm graftmaster coronary stent graft system was then advanced but could not cross due to the anatomy. A non-abbott coronary stent graft system was then used to treat the perforation. There was no adverse patient sequela. No additional information was provided.